Event description:
Customer reported that the catheter had a problem with noise. When the product was returned, the quality engineer discovered that the tip was separated.

Manufacturer narrative:
Event was not reportable with info provided initially on 4/10/06. Add'l info which changed the regulatory decision to reportable was provided on 6/2/06.